Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the preparation process, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse identified an issue with the x210 fuse. The fse replaced the fuse. After the replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the user could not start the system. No harm was reported to philips. The system was in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and replaced the x210 fuse which returned the device to use in good working order.